Event description:
Physician reported right side "intracapsular rupture of the right device without extra-prosthetic silicon¿, ¿shell enhancement¿, ¿conclusion: confirmation of an intracapsular rupture on the right side. No other noticeable anomaly". Device remains implanted, explant is scheduled.

Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "intracapsular rupture of the right device without extra prosthetic silicon¿, ¿shell enhancement¿, ¿conclusion: confirmation of an intracapsular rupture on the right side. No other noticeable anomaly". Device has been explanted.